Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message was reproduced during functional testing and confirmed during archive data review. The root cause was due to the driveshaft not being in home position. The archive data was reviewed and the ua 45 error message occurred on (B)(6) 2018 and not on the reported event date of (B)(6) 2018, thus confirming the reported event. Evaluation of the platform during initial power up, revealed a ua 45 error message on the user control panel. It was indicated that the driveshaft was not in home position. The driveshaft was readjusted back to home position. The platform was further tested and passed all final specification without error. As part of routine service during testing, the device was examined and found no physical damage. However; the drive shaft exhibits binding and resistance, unrelated to the reported complaint. Clutch plate deburring was performed to remedy the binding and resistance. The autopulse platform is a reusable device and was manufactured on 27 jul 2007. It has exceeded its expected service life of years. The platform is 11 years old and has not seen regular preventive maintenance. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message. The user was unable to clear the error message. No patient involvement.